Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:07 was confirmed during product evaluation in the pump's event history. This condition was caused by a faulty pumphead module. The pumphead module was replaced to correct the reported condition.

Event description:
The facility reported a colleague infusion pump with failure code 808:07. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version (B)(4).

Event description:
It was reported that the patient died the day after system implant. The device was interrogated the morning of the patients's death and it was reported by the manufacturer's representative that the device was working within normal limits. The patient was discharged to home and was later returned to the hospital where resuscitation efforts were not successful. Interrogation during the resuscitation efforts revealed that the number of intervals to detect was higher than previously that day and that oversensing was present which had not been in prior interrogation. A hospital physician stated that cause of death may have been a pulmonary embolus. Cause of death has been requested but not received.